Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: - please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient had no history of allergy. Has any surgical or medical intervention been performed? The drain was removed, replaced, and then negative pressure was applied, and drainage was done. After the wound was closed, there was wound pain, so the wound was opened, treated, and the drain was eventually removed. The hospitalization period was prolonged by 20 days in association with this event. The wound was completely healed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? (B)(6) year old woman, we do not have any other information. 2. What were the diagnosis and indication for the index surgical procedure? Thyroid tumor extraction 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The powder was used around the site of thyroid tumor resection. It is unknown if it used to address active bleeding. 4. Was the surgicel product left in place? Yes, after powder was sprayed, the wound was closed without washing. 5. What were current symptoms following the index surgical procedure? Onset date? Two days after of the index surgery, the patient claimed a pain. As of now, the patient discharged and there is no problem. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event? Since the sales rep explained that the wound should have been closed after washing the sprayed powder, the doctor understood the factors. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. Has any surgical or medical intervention been performed? 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative neck pain? 5. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Endoscopic thyroid surgery. Can you identify the product code and lot number of the product that was used? Product code is 3013sp, lot number is unknown. What is the most current patient status? The patient was discharged and there is no problem. Powder application site: 3 g of powder was applied to the thyroidectomy site. After surgery, the wound was opened, and drain clogging was confirmed. The drain was clogged at the tube connection. The following information was requested, but unavailable: was there any medical or surgical intervention performed to treat the patient's symptoms (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Was the drain removed surgically? No further information is available. Did the wound needed any type of closure procedure once the drain was removed? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Was the surgicel product left in place? 7. What were current symptoms following the index surgical procedure? Onset date? 8. Has any surgical or medical intervention been performed? 9. What is physician¿s opinion as to the etiology of or contributing factors to this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative neck pain? 11. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an endoscopic thyroidectomy procedure on (B)(6) 2022 and absorbable hemostat was used. The patient was a 32 year-old female. After the procedure the absorbable hemostat was sprayed. The wound was closed without washing, and the amount of the drainage on postoperative day 1 was small. On the second day, the patient complained of pain in their neck, and when the wound was opened and the drain was removed, it was found that the tube was filled with brownish powder. At present, the patient has been discharged from the hospital with no problem. No sample will be returned. Additional information was requested.